Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While the patient was undergoing a computed tomography scan, the impella became caught and pulled back 20cm. The impella was removed and placed again without issue. However, the patient became asystolic and an echocardiogram showed that the right coronary artery was completely clotted. The decision was made to withdraw care, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. Correction: section h6: health effect - clinical code was inadvertently reported incorrectly in the initial report which has been corrected in this report.